Manufacturer narrative:
-Based on the current information provided, the root causes of the patient¿s post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. This complaint is being classified as a reportable event due to the following conclusion: it was reported that after completion of a da vinci-assisted surgical procedure, the patient returned to the hospital due to a post-operative ¿staple line breakdown." It is unknown if the patient experienced bleeding from the staple line or a staple line leak. It is unknown at this time as to what type of additional procedure the patient had as a result of the ¿staple line breakdown. At this time, the root cause of the post-operative complication is unknown.

Event description:
On 24-june-2019, a surgeon reported to an intuitive surgical inc. (Isi) instrument and accessory support specialist (I&a support specialist) that after completion of a da vinci-assisted surgical procedure on an unspecified date, the patient returned to the hospital due to a post-operative ¿staple line breakdown.¿ the surgeon did not provide any additional information. It is unknown if the patient experienced bleeding form the staple line or a staple line leak. It is also unknown how long after the da vinci-assisted surgical procedure the patient returned to the hospital, or what type of additional procedure the patient had as a result of the ¿staple line breakdown¿. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 03-september - 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the isi clinical sales representative (csr) regarding the reported event: the csr could not confirm if the surgeries referenced by the surgeon are related to three sleeve gastrectomy procedures that were performed on 17-june-2019. Based on the assumption that the surgeon was referring to these procedures, the csr stated that he was present for two of the three procedures on that day. The csr stated the following: there was no tissue thickness issue, no reported issue during gastric tissue stapling, and it is unknown if the patient had undergone any radiation or chemotherapy that could affect tissue integrity. Other than normal oozing during stapling, there were no other intra-operative complications reported or witnessed. He recalls that on a follow-up with the surgeon a few days following the procedures, it was reported that the patients were discharged. The csr was unaware of the reported post-operative complication. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted surgical procedure, the patient returned to the hospital due to a post-operative ¿staple line breakdown." It is unknown if the patient experienced bleeding from the staple line or a staple line leak. It is unknown at this time as to what type of additional procedure the patient had as a result of the ¿staple line breakdown. At this time, the root cause of the post-operative complication is unknown.